Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported shaft break and reported split, cut or torn material were confirmed. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received and analysis of the returned device, the investigation determined that the reported difficulties appear to be related to the operational context of the procedure, as it is likely the device interacted with the heavily calcified, heavily tortuous lesion during advancement, resulting in the reported failure to advance. Further manipulation of the device including interaction with the challenging anatomy during advancement/retraction likely contributed to the reported break and split, cut or torn material in addition to the observed stretched jacket material. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent, to the report filed it was noted that the graftmaster's hypotube broke and tore during the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous left circumflex artery. The 2.8x19mm graftmaster covered stent failed to cross due to anatomy. A 2.8x16mm graftmaster stent was used to successfully complete the procedure and seal the perforation. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.